Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. Log files were sent. The controller was inspected by an engineer who was able to reproduce the alarm on their mock loop. In addition the engineer also received  the "alarms off" message & noted that there was no data communicated (no waveform, flow, power). The controller was removed from service.  No further information was provided. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad nurse that this patient had a "controller fault" alarm necessitating a controller change. According to the nurse, the alarm occurred when she went in to update the hematocrit setting.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log files review which revealed controller fault alarms of type sys_uic_dataflash_fail. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing. The controller did not allow parameter adjustments that involved the user interface controller (uic) from the monitor. The reported event was confirmed via log files and functional testing. The root cause of the reported event is likely due to a failure of the user interface controller (uic) to update parameter settings in the non-volatile memory (data flash memory). There were no reported adverse patient effects in relation to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.